Manufacturer narrative:
H3: neither product nor sample was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was provided.

Event description:
It was reported that the person with diabetes (pwd) experienced a kinked cannula in one of their cleo 90 infusion sets. At the time of the call, the pwd¿s blood glucose level was 347 mg/dl, and no emergency medical assistance was required. The pwd stated that they had completed a full supply change earlier in the day, after which their glucose began to rise. When their glucose reached 343 mg/dl, they decided to change the infusion set and discovered that the cannula was kinked. The pwd did not receive a line-blocked alarm. They also noted that the infusion set adhesive was saturated and observed a reddish color on the adhesive; however, upon removal, there was no visible blood at the site. The pwd speculated that they might have hit a capillary or muscle during insertion, as the site was placed lower on their leg than usual and burned upon insertion. After replacing the infusion set, the pwd successfully resumed insulin delivery. Subsequently, pss contacted the customer to inquire if the impacted infusion set was available for return, but the pwd stated that they had discarded it. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient is a non-hispanic male and born on (B)(6) 1978.